Event description:
It was reported that the pt was seen in clinic with inappropriate auto mode switch and far field r wave oversensing was observed. Reprogramming was planned.

Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.